Event description:
When contacted for follow up information, the patient reported that charging more frequently and had to bend their head down to feel stimulation issues had not been resolved as they could not get a hold of their doctor despite leaving messages with the answering service. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient reported meeting with the doctor on (B)(6) 2015 and was told to call worker's comp. All the patient got was a recording and cannot get a hold of anyone. The issue of charging more frequently has not been resolved. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708340, serial# (B)(4), implanted:(B)(6) 2015, product type: extension. Product ID: 399930, lot# j0444427v, implanted: (B)(6) 2005, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740 , serial# (b)(4, product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had to charge their implantable neurostimulator (ins) more than their ins device. The patient had a second lead implanted and had the stimulation set at an amplitude of 4 to 5 during the day. It was noted that this high amplitude caused the patient to shake but they needed that high to get pain relief. The patient stated that they had to bend their head down in order to feel the stimulation at amplitude levels of 1.5 to 2.0 and did not know when this started but it was getting worse. In addition, the patient falls all the time (too many times to count) due a bad leg. The indications for use of the implanted device were noted as spinal pain and failed back surgery syndrome. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that the patient¿s current programs weren¿t working for his symptoms; they requested to meet with a manufacture representative (rep)for more programming. There were no reports of device issues or allegations. Additional info was received from the patient on november 9, 2017. It was reported that the patient mentioned their issues with their workers comp doctor but the doctor could not do anything to help with them. The patient stated that when he tilted his head down, the device worked fine but when he drove his car or looked up, the device quit working. The patient was redirected to request a manufacturer representative (rep) present when they meet with their doctor again. There were no further complications reported or anticipated.

Manufacturer narrative:
Other applicable components are:product ID 399930 lot# j0444427v implanted: (B)(6)2005 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient. Patient stated they think the cause of the system not working and stimulation only being felt when their head is tilted is due to the leads being old and patient having fallen too many times. Patient said nobody has done anything to resolve the issue. Patient need to contact worker's comp to see what process needs to be gone though. No the issue has not been resolved. Patient said "please get with workers comp pain is unbearable". No further patient symptoms or complications were reported in this event.